Event description:
It was reported that there was an apparent lead fracture, increased impedance and oversensing. A lead integrity alert was triggered. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Due to the patient's multiple medical conditions, the physician decided not to revise the system and detections were disabled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event of lead fracture, increased impedance and oversensing was received on (B)(4) 2011. Of note, the reportable malfunction and serious injury was submitted via a remedial action exemption report on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed an out of specification analysis finding. Therefore, this event will be submitted as a bimonthly report. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and there is an intermittency between the pin and cap on the is-1 connector. It was further noted that there was cosmetic environmental stress cracking of the outer tubing overlay, the outer insulation had a white substance and cosmetic depression.